Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer may have filled the cartridge with cold insulin. However, this could not be confirmed. The customer&#38112;blood glucose level was not impacted. Reportedly, the customer was able to load a new cartridge successfully.